Event description:
It was reported that the user experienced signal loss of dexcom g7 continuous glucose monitor (cgm) glucose data to the ilet pump while readings remained visible in the dexcom g7 mobile app; the user re-paired the sensor to the ilet after toggling settings per guidance. No adverse clinical symptoms reported. Outcomes included no change in glucose during the call and no need for medical care. User support included user-guided troubleshooting and education, including verification of pairing codes and re-pairing of the dexcom g7 with the ilet. Investigation of this case revealed a communication interruption between the cgm and the ilet, with the cgm sensor and app functioning as expected, suggesting a transient connectivity issue at the interface. It was concluded, based on previously established findings for similar reports, that the cause was a temporary loss of wireless communication.

Manufacturer narrative:
Initial.